Event description:
The pt's device was explanted in 2008 since the electrode array was not positioned correctly into the cochlea during the initial surgery. The pt was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.